Event description:
On the event date, the pt's wife reported the pt has had elevated blood glucose reading today from 227 mg/dl to 339 mg/dl with his normal range being 130-150 mg/dl. Symptoms are feeling agitated and impatient and he treated his readings by bolusing insulin via his infusion device. She stated that the pt discovered his infusion set cannula was bent this morning and he changed to a new headset. The headset with the bent cannula was discarded. On f/u two days later, the wife stated the pt's blood glucose has returned to his normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.